Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to remove the dropped cups. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the dropped cups in the sorter which caused a jam.

Event description:
On (B)(6) 2015, a customer reported error 4043 sorter y home overrun on the aia-900 instrument. The customer stated there were dropped cups in the sorter. There was also a grinding sound from the sorter assembly; this is when the error 4043 occurred. The customer is unable to run patient samples on progesterone and fsh. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.